Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, the customer was unable to remove the air from the cartridge. Customer changed the cartridge and syringe/needle multiple times. After performing the supply change, customer successfully filled a cartridge and resumed insulin therapy. There was no reported impact to customer's blood glucose.